Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw at right s1 was discovered to be fractured during an x-ray approximately 7 months post-operatively. The patient reports pain, cramps, and difficulty standing straight. A revision surgery has not yet been scheduled given that fusion appears to be occurring and the broken screw is not causing nerve compression. The patient is being monitored.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in b5, d1, d4: catalog, lot, and UDI numbers, d9, h3, and h6: impact code. Additional information in d6b, h4, and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw shank has fractured. X-ray images were also provided which show the screw has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw at right s1 was discovered to be fractured during an x-ray approximately 7 months post-operatively. The patient reports pain, cramps, and difficulty standing straight. A successful revision surgery was performed in which the screw was explanted.